Manufacturer narrative:
(B)(4). The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.

Event description:
The customer reported that 24 hours after the start of a parenteral nutrition they identified that the mp1000c-0006 valve had disconnected from the vygon epicutaneo-cava catheter resulting in a leak. From the reported information, there are indications of serious injury to the patient or user as a result of this incident. No additional information provided.